Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/27/2016, the reporter contacted animas, alleging a multiple prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 320mg/dl with extreme drowsiness, blurred vision, polyuria, polydipsia, symptoms of dehydration, confusion and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the bb starts on 2016-04-18. The bb for event date (B)(6) 2016 has been overwritten due to continued pump use. The available bb shows no valid loss of prime events. All loss of primes in available bb are related to replace cartridge alarms or pump not primed after rewind or after por. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range. Unable to duplicate the complaint, pump information for complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.